Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to inflammation, synovitis, effusion, and tibial tray loosening at the cement to implant interface. The femoral component was well fixed but revised. The patella component was well-fixed and retained. Some tibial bone damage noted due to difficult removal of well-fixed cement. Two depuy cement products were used during the primary operation. Competitor products were used during the revision with competitor cement. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.